Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a total laparoscopic hysterectomy, while employing the running stitch technique during the closure of the cuff, the needle broke. Another loading unit was used to complete the case. The surgical time was extended for more than 30 minutes. There was no patient injury.